Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin was not being delivered from the cartridge. A cartridge change was performed resolving the issue. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg.